Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reports that belt clip broke. Customer's blood glucose was 45 mg/dl, which was treated with food and a candy bar. Customer was advised that belt clip will be replaced as a courtesy. No further information provided.